Manufacturer narrative:
The customer¿s report of a pump module failure was confirmed. The pcu event log shows there were three channel disconnect that occurred at 10:29 pm and 10:43 pm on (B)(6) 2017 and one at 12:14 am on (B)(6) 2017. All three disconnects were due to loss of power. During inspection, the iui¿s on both the pcu and the pump module were observed to be dull due to a contaminant film. Functional testing was able to replicate a channel disconnect with pump module s/n (B)(4) on the right side of the pcu. The root cause of the pump module failure is a slight contaminant film present on the contacts of the pcu right side iui connector causing an intermittent connection between the pcu and the affected pump module. The exact source of the contaminant was not determined.

Event description:
The customer reported an abrupt pump failure occurred during an insulin infusion. No patient harm was reported. The initial biomed investigation found in the logs that there was an occlusion alarm prior to the shut down. It was unclear if the device shut down spontaneously or if the user shut down the pump instead of pressing the silence button.